Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The customer noticed the failure message on the console earlier and had switched to using the arterial line and transducer. The customer was then advised to disconnect the fiber optic cable to stop the alarm. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The customer noticed the failure message on the console earlier and had switched to using the arterial line and transducer. The customer was then advised to disconnect the fiber optic cable to stop the alarm. There was no patient harm or adverse event reported.